Event description:
A report received from the USA indicated that an 840 ventilator experienced a digital ground failure. It is unknown if there was patient involvement at this time. The date of the event is unknown. As additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
This report is currently being investigated. As additional information is obtained, a supplemental report will be issued. Covidien ref: (B)(4).